Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the peeling malfunction: cause traced to degradation problem identified; expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of a suspicion of a pinhole. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, peeling coating off of the connecting tube (1mm2 or more) was found. There was no patient involvement.